Manufacturer narrative:
Additional narrative: 510k: this report is for an unk - drill bits: trauma/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) underwent surgery for left femoral trochanteric fracture. Just before the surgery while inspecting the instrument it was found that something like dirt stuck to the tip of a drill bit which passed through the sleeve. It was also found that the something like dirt clogged inside the sleeve. It was confirmed that there was no problem with the drill bit passing through the sleeve and that the drill bit did not interfere with the sleeve. The sleeve and drill bit were used in the surgery after disinfecting with isodine. Procedure was completed successfully without any surgical delay. This report is for one (1) unk - drill bits: trauma. This is report 1 of 1 for complaint (B)(4).